Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 24aug2020. The carrier tube could not be transported into sheath. The main rod transported into sheath during and became kinked. The main body was the carrier tube and was pushed into the sheath by holding the bypass tube. The carrier tube was found kinked during insertion.

Manufacturer narrative:
Ethnicity - requested, patient reported to be (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The 8fr sheath through femoral artery puncture was used in the interventional operation. After routine angiography for the femoral artery, which showed that the common femoral artery has a good shape and is suitable for using with an angio-seal. After exchange of the sheath, complete blood vessel positioning. In the process of conveying the main body, the resistance was great, and the main body could not continue to be transported. The physician changed a new one and finished the vessel sealing. Two more days for translation. The estimated blood loss was less than 250cc. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 05aug2020. An 8fr procedure sheath was used. There were issues with the main rod bending when pushing. After the vascular puncture and the establishment of the channel, the patient underwent cerebral artery thrombectomy. After the successful operation, the angio-seal was used for hemostasis. It was found that sheath was kinked, a replacement of the device was used to finish the operation. Additional information was received on 06aug2020. The replacement device was another angio-seal device.